Manufacturer narrative:
Also associated with this event is gore excluder contralateral leg component pxc121000/lot #04467822. H3: device remains implanted in the pt. H6: a review of the mfg paperwork is being conducted.

Event description:
On october 10, 2006 the patient was treated for an abdominal aoritc aneurysm with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was deployed on the patient's right side just below the renal arteries. Post cannulation, the pigtail catheter was spun inside the gate of the trunk-ipsilateral leg component, contrast was also injected confirming that the wire was in the gate. The contralateral leg was deployed on the patient's left side. An angiogram confirmed that the sizing was accurate and that there was appropriate overlap between the trunk-ipsilateral leg component. The overlap was then ballooned. A completion angiogram revealed a major endoleak at the gate of the trunk-ipsilateral leg. It was decided that the contralateral leg was deployed outside of the gate and into the aneurysm sac. Therefore, the physician elected to convert to an aorto-unilateral graft by deploying another trunk-ipsilateral leg component. Final angiography showed no endoleak and excellent blood flow down the patient's right side. A right to left femoral-femoral bypass was done without incident. The patient tolerated the procedure and as of november 6, 2006 is reported to be in excellent condition.